Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 1st, 2020, senseonics was made aware of sensor broke into two pieces during first attempt of removal and only one fragment was retrieved.

Manufacturer narrative:
All fragments of sensor were successfully removed from patient on (B)(6) 2020. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible.